Event description:
The rptr states doing back to back blood glucose tests, with results of 101 and 175 mg/dl. Exact timing of the tests was not known. Rptr did not have any symptoms. During trouble shooting it was determined that rptr's meter was not set correctly to the test strips. A control test could not be done due to lack of supplies. The rptr stated that the meter had been shutting off prematurely--also stated that rptr liked the meter and that it was easy to use. No harm was alleged.